Event description:
.

Manufacturer narrative:
(B) (4), evaluation results = device history review could not be completed as the serial number was unavailable and no product was returned. Conclusion: cause of event cannot be determined. The user facility medwatch received stated that an adaptor on this product snapped while the pt was being moved. Based on this, it appears that the product may have gotten caught on something while moving the pt. The adapter on this product is an acrylic part and is the least flexible part of the product. If the device were to be caught on something and were to break, it would break at the adaptor, as in this reported event. Since no product was returned for analysis, no further investigation can be performed. Based on what is known at this time, it was speculated that the cause of this event was likely to be a user-related issue.